Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of event date, the ring was implanted to correct the regurgitation; however, it was stated that "after this repair we were still not happy with the results and there still seemed to be an unacceptable amount of regurgitation and so the decision was made to resect the anterior leaflet and we placed a 27-mm hancock 2 mitral valve prosthesis."

Event description:
Literature: richardson rm, ostrom jl, starr pa. Surgical repositioning of misplaced subthalamic electrodes in parkinson's disease: location of effective and ineffective leads. Stereotact funct neurosurg. 2009;87(5):297-303. Summary: this article reports a retrospective analysis of 8 pts with idiopathic parkinson's disease who underwent surgical lead revision of deep brain stimulation (dbs) leads placed in the subthalamic nucleus (stn) to gain insight into the boundaries for dbs lead position targeting for effective and ineffective stimulation. Reportable event: the pt experienced improved tremor, dyskinesia, and dystonia, but acute onset of severe depression. The lead was determined to not be optimally placed. Following unilateral lead revision the pt had symptom control and improved depression with no adverse effects.

Event description:
The facility?s representative reported a pump with an "out of service" alarm on the channel b pump head module on a colleague triple channel volumetric infusion pump on (B) (6) 2009. This problem was identified mid-infusion on a patient being infused an unknown dosage of amacor and there was interrupted therapy. There was not an adverse event, patient injury or medical intervention associate with this report. There is no additional information is available.

Manufacturer narrative:
(B) (4) the pump will not be sent back to baxter for evaluation. Baxter personnel evaluated the pump onsite. The reported condition was not confirmed or duplicated. The root cause was undetermined. Full testing could not be conducted onsite. The customer has not released the pump for full inspection. The patient was received from the operating room. Anesthesia md reported amicar running at 10cc/hr in channel b, but the pump said "out of service". There was no audible alarm. The pump was changed out and removed from service. The patient was also receiving levophed on channel c. There was a concern with amicar, so the pump was changed.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). The device will be returned and evaluated by baxter. A follow-up report will be sent when the results of evaluation or additional complaint information becomes available.

Event description:
The rotator on the manifold came apart on injection during an angiographic procedure.

Manufacturer narrative:
The software version is 5.03.00, categorize as unremediated.